Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump delivering under delivery alarm. Customer also experienced hyperglycemia. The customer blood glucose level was 26mmol/l at the time of incident and the current blood glucose level was 12.5mmol/l. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose level. Customer was assisted with high performance test and displacement test which was passed. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir also declined to check for possible site or insulin issues. Customer reports bolus wizard was programmed accurately. The insulin pump will not be returned for analysis.